Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose over 500 mg/dl. The customer stated that her chest was hurting and that she felt sick. The customer went to the ER and was treated with insulin shots. Troubleshooting was initiated to inspect the insulin pump. The drive support cap appeared normal. A high pressure test was performed and the device passed. The customer was advised that the insulin pump was working as designed. No products were returned or replaced.

Manufacturer narrative:
Additional information has been received, which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported via social media that the customer does not trust insulin pump. The customer has been off the pump and treating with shots.